Event description:
PICC line occluded. Urokinase instilled without result. Order to discontinue PICC line, when removed, approx 10 inches was retained in the pt. Required surgical removal. Final problem determined that intima or vein telescoped onto catheter while being withdrawn.